Event description:
The customer reported that the unit would not power on. Both sensor cables were replaced. A different sensor panel was connected to the power box and it powered up. There is a possible loose screw inside the unit.

Manufacturer narrative:
This MDR si being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The svc engineer replaced the di pc board and side covers. He performed repairs related to the loose screw issue. He calibrated the unit and performed self tests. MFR cross-reference #: (B)(4).